Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event but the treatment was not reported. The outcome of the peritonitis was not reported, but at the time of this report, the patient had just gotten home from the hospital and was requesting assistance with their therapy on the homechoice (hc) device. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.